Event description:
After surgical removal of a fungal toenail, the pt developed a bone infection of the distal phalanx. Possibility of infection is a known risk factor for nail removal. Amerigel for daily application had been prescribed post-procedure. Biopsy of the skin was normal, and the pt was placed on IV antibiotics for treatment of the infection. Initially the problem was reported in a manner suggesting a laser burn, but that was not the case. The physician did not indicate any problems with the laser.